Event description:
It was reported that a device user error occurred when the large volume pump rate field was mis-programmed with the dose for a bivalirudin infusion to run at 100ml/hr instead of the ordered dose of 100 mcg/kg/hr (16.9 ml/hr). The patient received 450ml of the drug before the programming medication error was identified, and required increased monitoring due to the event. Although requested, further information was not provided.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, further information was not provided.

Event description:
It was reported that the customer had recent medication errors due to user error when the rate field was mis-programmed with the dose for continuous infusions. Although requested, further information was not provided.

Manufacturer narrative:
Additional information: h3 other text : code 81= no devices received, log review only.

Event description:
It was reported that a device user error occurred when the large volume pump rate field was mis-programmed with the dose for a bivalirudin infusion to run at 100ml/hr instead of the ordered dose of 100 mcg/kg/hr (16.9 ml/hr). The patient received 450ml of the drug before the programming medication error was identified, and required increased monitoring due to the event. Although requested, further information was not provided.

Manufacturer narrative:
The report of a bivalirudin overinfusion due to a programming medication error was confirmed. The device logs and the customer¿s dataset were not received for investigation. Keypress entries related to programming can only be found in the pcu event log. The ikp data however, shows that at the time of the reported event, pump module s/n (B)(6) was manually programmed to infuse a continuous infusion of bivalirudin through guardrails (dose = 636.9mcg/kg/hr, rate = 100ml/hr) under the adult-non maternity profile at 1613 on (B)(6) 2020 and ran at these parameters until 2050 on (B)(6) 2020. The intended dose was 100mcg/kg/hr (rate =16.9ml/hr). The device was being used for treatment. The device was not returned for investigation. The root cause of the reported medication error (bivalirudin overinfusion) was identified as due to programming. Device history review: review of the pump module s/n (B)(6) service history record showed the device had a manufacture date of 09 march 2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 25 august 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that a device user error occurred when the large volume pump rate field was mis-programmed with the dose for a bivalirudin infusion to run at 100ml/hr instead of the ordered dose of 100 mcg/kg/hr (16.9 ml/hr). The patient received 450ml of the drug before the programming medication error was identified, and required increased monitoring due to the event. Although requested, further information was not provided.